Event description:
It was reported that a high impedance alert was triggered involving this electrode. Noise resulting in oversensing and inappropriate shock was also noted. An electrode fracture was alleged, thus the electrode was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was inspected. Visual examination confirmed it was completely fractured. Measurements found the fracture occurred in the area approximately 32.5 cm from the terminal pin, in the area just distal to the sense b electrode.the insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. Laboratory analysis confirmed the reported clinical observations based on complete electrode fracture. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that a high impedance alert was triggered involving this electrode. Noise resulting in oversensing and inappropriate shock was also noted. An electrode fracture was alleged, thus the electrode was explanted and will be returned. No additional adverse patient effects were reported.